Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The crimped stent was detached from balloon and not returned for analysis as the stent was expanded at the lesion site. An initial visual and microscopic examination found that there was no evident damage to the exposed balloon. The balloon cone profiles were reviewed and no issues were noted with the overall profile. There was no apparent damage to the balloon wall and no evidence of necking at the proximal balloon bond location. As part of the examination, an attempt was made to inflate the balloon to the rated burst pressure, however it was noted that the inflation process was slow. The device was left soaking in the water bath at 37°c. A second attempt was made to inflate the balloon at nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon. By using negative pressure, the balloon deflated in 2 seconds. It is likely that the restrictions encountered could have been due to contrast media blocking the inner lumen. The inflation device was verified before and after use with a calibrated pressure gauge. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A product mandrel could be inserted through the device without encountering any restrictions. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation difficulties and stent migration occurred. The 90% stenosed target lesion was a mildly calcified and moderately tortuous distal right coronary artery (rca). A 2.5mm x 16mm synergy stent was advanced and the physician felt that inflation was slow. The stent was deployed and balloon deflation difficulties were noted. The physician applied additional negative pressure but the balloon could not be deflated completely. Upon removing the device from the patient, the stent migrated to the 50% stenosed proximal rca and was implanted there at 11atm for 5 seconds. Another of the same device was used to complete the case. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon deflation difficulties and stent migration occurred. The 90% stenosed target lesion was a mildly calcified and moderately tortuous distal right coronary artery (rca). A 2.5mm x 16mm synergy stent was advanced and the physician felt that inflation was slow. The stent was deployed and balloon deflation difficulties were noted. The physician applied additional negative pressure but the balloon could not be deflated completely. Upon removing the device from the patient, the stent migrated to the 50% stenosed proximal rca and was implanted there at 11atm for 5 seconds. Another of the same device was used to complete the case. No patient complications were reported and the patient status is good.